Event description:
It was reported that during a full supply change the user deployed an infusion set incorrectly when the inset adhesive folded onto itself, requiring replacement; the user attributed the issue to handling error and, with guidance, placed a new site, discarded its tubing, reconnected the original tubing, performed a fill, and resumed insulin delivery without device alarms. No reported adverse clinical effects and no change in blood glucose. Outcomes included successful restoration of insulin delivery and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed improper infusion set deployment and connector management, with the issue confined to the infusion set component and not indicative of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling error during infusion set application.